Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results when using a cobas® sars-cov-2 & influenza a/b test kit for use on the cobas® liat® system. The customer reported that the initial patient sample tested with the liat® sn (B)(4) was positive for sars-cov-2 & influenza a. The doctor questioned the dual positive result, a new sample was collected and tested with the liat® sn (B)(4) which generated a negative result for sars-cov-2 and positive result for influenza a. All results were reported to the patient and/or medical personnel treating the patient. No apparent harm or injury occurred in relation to the event. Investigation is ongoing and conclusions are not yet available.

Manufacturer narrative:
Instrument data with run logs was not provided from the liat for review of instrument performance and it cannot be determined if the sample may have been near the limit of detection (lod) for the sars-cov-2 on the scfa assay. Samples at lod of the assay are known to waiver on repeat testing. A root cause was not identified, therefore a possible causal factors may be sample processing related. Overall, discrepant results can occur for a variety of reasons. Discrepancies between results of highly sensitive molecular tests can be observed for respiratory viruses when specimens contain very low concentrations of the analyte (i.e. Viral load). Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. Specimen-to-specimen variability in the concentration of viral rna may occur due to differences in specimen collection, sampling location, disease severity, phase of infection, and time since symptom onset. Instrument data was not provided from the liat for review of instrument performance. No product problem was identified. (B)(4).